Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of right ventricular (rv) lead noise. Low amplitude and low within range pacing impedance were also noted. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. This ICD system remains in service. No adverse patient effects were reported.